Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high voltage therapy repeatedly. Upon device interrogation, it appeared that the right ventricular (rv) coil or the rv lead was seeing a lot of noise, causing the device to shock the patient. No issues were noted on the implantable cardioverter-defibrillator. The lead did not appear damaged when visualized under x-ray. Programming changes were made, and the patient was hooked up to an external defibrillator. The patient was stable.